Manufacturer narrative:
(B)(4). Evaluation results pending completion of evaluation.

Event description:
It was reported that intra-op, the handle of the product broke while pulling out disc. The product came in contact with the patient but no fragment of the product remained inside the patient. No patient complications were reported due to this event.

Manufacturer narrative:
Product analysis: visual and optical examination of the instrument confirms the handle is broken, with the fracture surface displaying a quasi-brittle fracture with riverine consistent with bend stress overload. The morphology of the fracture suggests the direction of fracture. The above observations are consistent with bend stress overload.